Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26may2020.

Event description:
It was reported that during use the ventilator had a "check vent: backup alarm failed". The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The manufacturer¿s international service technician inspected the device and was unable to duplicate the reported issue. The service technician was able to confirm the error code in the ventilator diagnostic report. The customer was sent a quote for repair of the device and replacement of the central processing unit (cpu) board.

Manufacturer narrative:
G4: 28aug2020, b4: 31aug2020. Information was received that the ventilator was inspected and the reported issue could not be duplicated. As a precaution the central processing unit (cpu) was replaced. In addition the power on/off light emitting diode (led) was not illuminating. The power switch overlay was replaced to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20jul2020 b4: (B)(6)2020 philips was not authorized to conduct the repair at this time. Quote is pending approval from the customer. No product was returned for evaluation. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07oct2020, b4: 08oct2020. A central processing unit (cpu) board was return for analysis . An investigation was performed and the product analysis technician reported that the root cause was due to a component in the cold joints within ls1 that can result in ls1 failing to sound. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.